Event description:
It was reported that during a battery replacement, high lead impedance was observed with the newly implanted generator. The impedance in pre-op was within normal limits and the troubleshooting performed was pin reinsertion but high impedance was still observed. It was later reported that the lead was also replaced and this resolved the high impedance. The explanted devices were discarded. Based on the events reported along with the lead being implanted for 19 years, it can be assumed that the high impedance was due to a lead fracture. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.